Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor rewind alarm. Blood glucose value was 140/mg/dl at the time of the incident. No troubleshooting was performed. The device will be replaced and returned..

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm rewind anomaly due to motor error alarm.